Event description:
Bilateral stryker knee replacement surgery never healed. Chronic pain since operation was throughout recovery therapy only to finally get an experienced ortho to give diagnosis that surgery was cut wrong and I sagging or sliding and causing continued pain, muscle cramping. Tightness and swelling which caused extreme discomfort.